Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of genital injury ("both of my tubes ruptured on two separate occasions") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital injury (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (removal of tubes on two seperate occasion, but she still have ovary and uterus). Essure was removed. At the time of the report, the genital injury and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and genital injury to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: autoimmune disorder and genital injury. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital injury ("both of my tubes ruptured on two separate occasions") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital injury (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (removal of tubes on two separate occasion, but she still have ovary and uterus). Essure was removed. At the time of the report, the genital injury and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and genital injury to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: autoimmune disorder and genital injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc - product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.